Event description:
It was reported that during a sleeve gastrectomy procedure, on the first firing, the clips did not close and were malformed (x-shaped). Some clips fell without being fired. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Additional information requested and received: on which firing of the device did the problem occur (1st, 2nd, etc)? First. What vessel or structure was the device fired on at the time of the event? Stomach -short gastric. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device at the time of firing? No. Was any unexpected resistance felt when pressing the firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. If yes, please explain: did any clips fall into the patient? No. Was the device fired after this incident, in or out of the patient? No. What were the patient indications for surgery? Morbid obesity. What was found during surgery? Normal case. Does the patient have any relevant history of surgical treatments? Unk. Did someone other than the primary surgeon fire the device? No.